Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit fungal contamination was found in the vial.the following information was provided by the initial reporter: customer found cottony growth suspended in vial.

Manufacturer narrative:
Initial reporter name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Panta batch number 2272947 was provided by the customer. Batch history review for panta batch 2272947 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch 2272947 (8 vials). For further investigation two panta vials from batch 2272947 was reconstituted with two supplement vials from batch 2272955. One panta vial reconstituted with supplement (remaining supplement inside the supplement vial was also incubated) was placed into 20-25-degrees celsius incubator; and one panta vial reconstituted with supplement (remaining supplement inside of the supplement vial was also incubated) was placed into 33-37-degrees celsius incubator. At the end of a fourteen-day incubation period no microbial growth was observed in 4/4 incubated retention vials. Two photos were received to assist with the investigation: both photos show two non-reconstituted crimp cap sealed panta vials from batch 2272947. The lyophilized media is as expected in both photos. One photo shows lyophilized media stained on the side of the vial. No evidence of contamination is in either of the vials in the photos. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch 2272947 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there is one complaint taken on the probable kit batch. Bd will continue to trend complaints for contamination issues. This complaint cannot be confirmed for a defect in a 245124 kit. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit fungal contamination was found in the vial. The following information was provided by the initial reporter: customer found cottony growth suspended in vial.